Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that there was an infection at the implantable neurostimulator (ins) site following a battery replacement in (B)(6) 2015. It was also noted that the new battery eroded through the patient¿s skin. The patient was given IV antibiotics and had a partial system explant that resolved the issue; the ins was removed. The patient was in the hospital for 5 days and received an IV drip for two days. It was also stated that the patient is receiving an emg because the right side of his leg is the size of a watermelon which is unrelated to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.